Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right below the knee artery. A 3mm x 40mm x 146cm coyote es balloon catheter was selected for use in an endovascular therapy. During the first inflation at nominal pressure for 30 seconds, the balloon ruptured from a pinhole. Only the balloon was removed from the body, and upon visual inspection outside the body, a hole-like crack was noted in the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right below the knee artery. A 3mm x 40mm x 146cm coyote es balloon catheter was selected for use in an endovascular therapy. During the first inflation at nominal pressure for 30 seconds, the balloon ruptured from a pinhole. Only the balloon was removed from the body, and upon visual inspection outside the body, a hole-like crack was noted in the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.